Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedances on both the right atrial (ra) and the right ventricular (rv) channels. Additionally, oversensing of the minute ventilation signal was observed on the right atrial (ra) channel. Boston scientific technical services (ts) reviewed data from the system and provided troubleshooting recommendations. The ra and the rv leads are competitor products. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being submitted due to an updated conclusion code.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedances on both the right atrial (ra) and the right ventricular (rv) channels. Additionally, oversensing of the minute ventilation signal was observed on the right atrial (ra) channel. Boston scientific technical services (ts) reviewed data from the system and provided troubleshooting recommendations. The ra and the rv leads are competitor products. This pacemaker remains in service. No adverse patient effects were reported.